Manufacturer narrative:
The received device had the cannula assembly only partially deployed as upon initial inspection, the formed needle was observed to be present within the exposed portion of the soft cannula. The linkage assembly was viewed through the top housing and was observed to not be in the fully retracted position. After opening the pod, score marks were found on the top housing, indicating increased friction between the two components due to a misalignment. However, the pod's download data, along with other internal components, do not show any evidence of struggle to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 14 mmol/l (252 mg/dl) while wearing the pod on the leg between 36 and 48 hours. Hyperglycemia treated with a new pod and bolus.